Event description:
Customer reported intermittent occlusion alarms, addressed with a supply change. However, occlusions continued which led to a visit to the emergency room and subsequent hospitalization in the intensive care unit with a blood glucose level of 675 m/dl with ketones that were considered life threatening by a health care provider on 12/08/25. The customer was treated intravenously with fluids of saline and insulin. The customer was released on 12/09/25 with no permanent damage and issue resolved.